Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the reading reported by the customer was found in the meter memory. This is a final report.

Event description:
Three pedicle screws implanted in lower spine were broken when pt came back to surgeon 14 months after surgery. The above info was provided to ldr spine USA by ldr medical in order to create this report. The event occurred outside the USA and was reported to ldr medical in (B) (4). This report is following an internal review of complaints at ldr medical for MDR reporting status. After review, it was determined that this event meets the criteria for a reportable event in the USA. The info has been transmitted to ldr spine for reporting by the qa mgr. Ldr spine was notified of this event on 06/23/2009.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Customer reported that on (B) (6) 2010 at approximately 10:00 pm she "used more insulin after receiving a high reading" on her freestyle lite blood glucose meter. She further reported subsequently experiencing feeling really hot, was delirious, couldn't do anything, was hollering and was foaming at the mouth". She also stated that she believed she had experienced both a seizure and a loss of consciousness. It was additionally reported paramedics were called and a glucose comparison was done. Customer reported receiving a result of 167 mg/dl on the fs lite meter compared to a reading of 135 mg/dl on an unknown brand of meter within 10 minutes of each other. It is unknown if the reported result received on the fs lite meter was before or after the insulin was taken. Customer was given "sugar water" to drink. Customer also self-treated by eating a sandwich. There was no report of death or permanent injury associated with this event.